Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg. The customer continued to use the pump for insulin therapy.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg. The customer reverted to an alternate method of insulin therapy.